Manufacturer narrative:
A revision was performed and this lead was successfully replaced. No additional information is available and the lead was discarded so it will not be returned. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead presented with pacing impedance measurements above 2,500 ohms. No adverse patient effects were reported.